Event description:
Unicortical screw was explanted due to loosening. No indication of product malfunction.

Manufacturer narrative:
Physician indicated that device functioned as expected. Current information is insufficient to permit a conclusion as to the cause of the event. Review of manufacturing records demonstrates that all materials met release criteria.